Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, crease fold, wear abrasion, and one opening curved on the anterior. A microscopic analysis was performed which identified: one striated opening on the anterior. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reports right side rupture. Healthcare professional later reported capsular contracture baker grade IV. The device has been explanted.

Event description:
Physician additionally reported capsular contracture baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reports right side rupture. The device remains implanted.